Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device evaluation, customer response, updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. There were no images are displayed on the 180-series scope. Based on the reported information and evaluation, it was presumed that the 180 scope images were not available due to failure of the subject device operation amplifier. Olympus will continue to monitor complaints for this device.

Event description:
The malfunction occurred during set-up. The user changed to a different scope that did not require a pigtail (cable) to work. Serial number of the device used was not provided.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the video system exhibited intermittent image. Multiple 180 scopes and video cables were used, however the issue was not resolved. The user was advised to send the device for evaluation and repair. There were no further details provided regarding the reported event. No patient involvement on this reported event. No user injury reported.